Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case on the battery tube side. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had water inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.